Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Caller stated that the pump flashed 2 errors and she tried a new battery but the pump will not turn back on. Caller stated that the buttons were not responding. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. No unexpected errors were noted on the screen. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, broken belt clip slot, scratched case and cracked battery tube threads.